Event description:
Patient underwent aortic valve replacement with #29 freestyle inclusion root configuration with subcommissural triangle plication, replacement of the ascending aorta with a 28 millimeter vascutek graft about two years ago. During his clinic visit about 11 months ago, he was doing quite well and having no issues with symptoms and had an echocardiogram that suggested a normally functioning aortic valve and normal lv function. He continued to do well until he developed shortness of breath and decreased exercise tolerance this fall. On routine followup with his cardiologist about 9 months after his clinic appointment, two years after the vascutek graft replacement, he was noted to have a murmur. At that time he denied any anginal symptoms including chest pain, palpitations, or syncopal episodes. Office echocardiography revealed severe aortic insufficiency with left ventricular dilation and left ventricular dysfunction. It was decided to pursue a redo sternotomy and replacement of his aortic valve with a bioprosthetic valve.what was the original intended procedure?redo aortic valve replacement.